Event description:
It was reported that during cleaning and sterilization, the customer noted that fenestrated bipolar instrument the tip was hanging to the side.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of grips. There was a 0.025 offset at the tips. The grips did not meet together once the grips were closed. Engineering concluded that damage was likely due to overloading at the tip or excessive force applied normal to the grip. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.